Event description:
Healthcare professional reported clinical patient experienced a xen®45 gts event described as pod 8, bleb leak in the right eye. Treatment of bandage contact and timolol were provided. Event resolved on pod 13. At pod29, patient experienced loss of bcva of 2 lines or more from baseline, event ongoing. Device remains implanted.

Manufacturer narrative:
Continued d.10. Concomitant therapies: ozempic, quetiapine, losartan, bupropion, famotine, tramadol hcl. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of vision loss is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported clinical patient experienced a xen®45 gts event described as pod8, bleb leak in the right eye. Treatment of bandage contact and timolol were provided. Event resolved on pod13. At pod29, patient experienced loss of bcva of 2 lines or more from baseline, event ongoing. Device remains implanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b6, d4, h6